Event description:
Pt has tumor (right mandibular ameloblastoma). A mandibular osteotomy was performed. A plate and 10 screws (5 different part numbers) were implanted. Noticed in 2009, 2 of the screws broke. Unk which part number are the broken screws. A revision surgery was not performed for the broken screws.

Manufacturer narrative:
Visual review of an x-ray was done. The user facility is foreign; therefore, a facility medwatch report will not be available. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.